Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 6dec2018. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touch panel did not work. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.